Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported by the sales rep that when pulling reloads, the staff noticed most gst60w individual packages have red printing but these three have gray printing. This caused confusion with gray and black reloads with similar printing. Three loads were pulled from the shelf to return. Account does not know if more loads had already been used. No adverse patient outcomes have been reported. No case was involved, product was found on the shelf.

Manufacturer narrative:
(B)(4). The photo for the complaint was reviewed and it was confirmed that the print on the gst60w package was in gray ink instead of red. Per (B)(4), the required tyvek label color for product code gst60w is red ink. This defect is classified as class I per the packaging material specification (B)(4). All packages in this lot, m4hf4m, have incorrect color ink on the tyvek labels. There is no functional device impact. All information on the tyvek label is correct. It has been determined that the root cause of this issue is human error. Internal cause. Complaints were reviewed for all product codes with printed tyvek labels from april 17, 2014 to august 31, 2015 for incorrect ink color. Complaints (B)(4) were found to be related to this issue. CAPA-(B)(4) was issued for investigation and corrective actions. Although the photo complaint cannot be "confirmed", photo analysis and investigation at packaging site does reveal that the error shown in the photo did occur.